Manufacturer narrative:
Isi has not received the sureform stapler instrument or the sureform stapler reload associated with this complaint. Isi has been informed that the instrument will not be returned for evaluation and the reload was disposed of on the date of the event. Therefore, failure analysis of the products related to the complaint cannot be performed. An isi failure analysis engineer (fae) reviewed the logs and the following additional information was provided: the tool table shows that (pn: 480445-03/t60190709-0100) fired qty 9 reloads (6 blue, 3 green). The first blue reload firing was completed per the logs with no pauses for compression. The remaining 8 fires show as completed per the logs. Qty 3 of the 8 firings shown in the logs had multiple pauses for compression during firing, suggesting challenging tissue was encountered. There were no incomplete clamps in the case. The instrument was last used on (B)(6) 2020 on (B)(4). The instrument had 3 uses remaining and was not used for any subsequent procedures. An image was provided by the customer, but review has not yet been completed. This complaint is being reported because a staple became stuck and/or lodged to the reload cartridge after firing. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted lung volume reduction surgical procedure, the sureform stapler 45 instrument staple was stuck in the knife blade track on one end and was attached to the patient lung tissue on the other end. It was noted that the surgeon had to pull the tissue off the staple in the reload channel. The procedure was completed with no adverse effect or injury to the patient. Intuitive surgical, inc. (Isi) obtained the following additional information regarding this event: the sureform stapler 45 instrument was inspected prior to use and no issues was noted. It was reported that the issue occurred while stapling the lung parenchyma. When removing the stapler after the firing process, the distal portion of the tissue was stuck to a stapler, which was trapped in the reload channel on the knife track. The blue reload was being used for the lung tissue. There was malformed staples in the area where the distal portion of the tissue was stuck to a staple in the knife track. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. No buttress material was used. No clamping issue was experienced by the surgeon prior to firing the stapler reload. The tissue was not calcified, and was not exposed to any radiation or chemotherapy prior to the procedure. The surgeon resolved the issue by pulling the tissue off the staple that was lodged in the knife track. The instrument was used throughout the entire procedure as it was a lung volume reduction, 8 to 10 reloads were applied, which was a mix of green and blue reloads. No errors or messages occurred during or after the fire. There was no adverse effect to the grasped tissue. There was no unexpected tissue removal. There was no unexpected bleeding.